Manufacturer narrative:
A field service engineer went onsite to physically check the device and verified the reported issue. The fse found the internal connection for the speaker assembly loose and after reconnection the device was working to its specification. Based on the information available and the testing conducted, the cause of the reported problem was a loose internal connection with the speaker assembly. It is unknown how the internal connection became loose. The reported problem was confirmed. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating that a speaker malfunction error was displayed and there was no sound. The device was in use on patient at time of event, there was no adverse event reported.